Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 28mm synergy xd drug-eluting stent was selected for treatment. After the lesion was pre-dilated with a 2.0 x 10 semi-compliant balloon catheter, the device was advanced through a 6f guide catheter. However, due to calcification, multiple attempts were made to advance, but the device could not cross the lesion. The device was removed, and the stent shaft was found to be broken. The procedure was completed with a different company stent. No patient complications as a result of this event and the patient condition were stable post-procedure.